Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed loss of capture and noise on the right ventricular lead. No intervention was performed. Patient was stable throughout event.

Event description:
New information noted that the lead was capped and replaced. Patient was stable post procedure.